Event description:
It was reported that a stent fracture occurred. A synergy xd mr us 4.00 x 32mm was selected for use during a percutaneous coronary intervention. During normal advancement, it was noted that the stent delivery system had broken into two pieces. The proximal portion of the device was able to be removed as it was still on the wire. Attempts were made to snare the distal portion that still remained in the patient, however these snaring attempts were unsuccessful. After this, the patient was taken to the cardiovascular operating room for emergency removal of the fractured device via open heart surgery. Due to this, the patient had died.

Event description:
It was reported that a stent fracture occurred. A synergy xd mr us 4.00 x 32mm was selected for use during a percutaneous coronary intervention. During normal advancement, it was noted that the stent delivery system had broken into two pieces. The proximal portion of the device was able to be removed as it was still on the wire. Attempts were made to snare the distal portion that still remained in the patient; however, these snaring attempts were unsuccessful. After this, the patient was taken to the cardiovascular operating room for emergency removal of the fractured device via open heart surgery. Due to this, the patient had died. It was further reported that it was the distal portion of the stent delivery system that had separated, and during surgery the delivery system was completely removed from the patient.